Manufacturer narrative:
Philips service replaced the dvi matrix switch 16 x 16 power supply, dvi matrix switch 16 x 16, and halogen bulb 22, 8v/50w, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a dvi matrix switch failure caused screen freeze on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.